Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a consumer (con) regarding a patient who was receiving morphine (unknown concentration or dose) via implantable infusion pump. It was reported that it was determined "about a year ago or so" that the pump had flipped. It was reported that the patient was almost (B)(6) and the patient's muscles was not able to keep the pump in place. It was reported that they decided not to do a pump revision to the hip due to age and health. It was noted that when the patient goes in for a pump fill, they have to go to the pain center of america surgical center to find the port to fill the pump. It was mentioned "a bit before (B)(6) 2021" they were trying to use the ptm but kept getting the poor communication screen. It was reported that the patient went to get their pump filled on (B)(6) 2021 and since then has been able to connect to the pump just fine. It was noted that they think they did not get the paddle part of the antenna underneath the pump far enough. When asked dose and concentration they state "I think it is 15.9, but I don't know the concentration". Troubleshooting was not required. Of note, their physician is aware of the issue. No symptoms/patient complications were reported.